Event description:
It was reported that during a da vinci s distal pancreatectomy procedure the double fenestrated grasper instrument was noted to have a broken wire; one of the jaws did not move. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of broken wire and one of the jaws did not move. The drive cables were not broken at the wrist, but pitch cables were loose. The grips opened and closed when inputs were manually rotated. Engineering also found a derailed backend cable and main tube damage. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .300 in length and not aligned with the tube axis. Engineering concluded that the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.